Manufacturer narrative:
(B)(4). Article citation: karimi, a., et al. ¿is a day 1 postoperative review following ab interno xen gel stent surgery for glaucoma needed?¿ dovepress. Clinical ophthalmology, 15 november 2018, volume 2018:12, pages 2331¿2335. In the literature article, there were 144 male and 115 female patients and average age of 74.8. Multiple requests for further information have been made. Allergan has received no response from the authors. The events of exposure, endophthalmitis, hypotony maculopathy, high intraocular pressure, gel stent blockage, retinal vein occlusion, and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Reported events of 90 cases of hypotony with 3 cases showing evidence of hypotonus maculopathy that one resolved without treatment required and two cases required active slit-lamp reformation of the anterior chamber, postoperative iop spike of equal or higher than to 30 mmhg occurred in 33 cases. One case required iop lowering medications and one case with retinal vein occlusion. Six cases with bleb management through needling was required. Secondary filtration surgery was required with xen revision such as endoscopic cyclophotocoagulation, iridoplasty/iridotomy, selective laser trabeculoplasty, micropulse laser trabeculoplasty and laser gonioplasty were performed. Two cases where iop increased due to air bubble that resolved without treatment and to iris blockage requiring iris manipulation at the slit-lamp. Equal or more than 2 snellen lines vision loss lasting more than 1 month. Large, overhanging dysesthetic blebs developed, choroidal effusion lasting more than 1 month and 6 cases of stent erosion/exposure with one case of endophthalmitis occurred after erosion despite two conjunctival resuturing procedures were noted in the article: ¿is a day 1 postoperative review following ab interno xen gel stent surgery for glaucoma needed?¿